Event description:
Reporter alleged obtaining results of 204 mg/dl at 6:58 pm, 413 mg/dl at 6:59 pm, 46 mg/dl at 7:03 pm and 64 mg/dl at 7:09 pm when all results were obtained on the aviva system. Reporter also alleged obtaining results of 80 mg/dl at 7:39 pm, 59 mg/dl at 7:46 pm, and 103 mg/dl at 7:47 pm when all results were also obtained on the same aviva system. Reporter had passed out about 45 minutes prior to obtaining the first result and her daughter treated her with syrup at that time. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter doesn't have any strips left and so, no products will be returned for evaluation.